Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited dislodgement and was noted to be inactive. During a lead repositioning procedure on (B)(6) 2018, the helix mechanism did not work. The lead was explanted and replaced on (B)(6) 2018. The patient was stable.